Event description:
It was reported that nim vital and both interfaces checked prior to surgery initially working fine, but as the case went on, we were not getting feedback from the nerve we were originally getting a response as expected, but this stopped happening as we came towards the middle of the case electro check was repeatedly done and all green were there patient interface was connected to the cable to check there was no disconnection, and this did not resolve the issue we tried increasing the stimulus and decreasing the threshold to make sure that it was not the nerve that was the issue. The procedure was completed by swapping out the nim console. The replacement machine worked fine. There was no patient impact.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A supplemental report will be submitted when analysis is complete. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6)/221712022, UDI#: (B)(4); product ID: nim4cpb1, serial/lot #: (B)(6)/223107964, UDI#: (B)(4) img code: g02005. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis confirmed the customer complaint could not be confirmed, we used the nim vital console and pi send by customer toge ther during the test and we could not reproduce the customer complaint. The pi has software version v1.6.4 07/05/2024 ((B)(6)) installed. The batteries are more than 2 years old and need preventive replacement. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4); h3: product analysis confirmed the customer complaint could not be confirmed, we used the nim vital console and pi send by customer t ogether during the test and we could not reproduce the customer complaint. The pi has software version v1.6.4 07/05/2024 ((B)(6)) installed. The batteries are more than 2 years old and need preventive replacement. Product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). H3: product analysis confirmed the customer complaint could not be confirmed, we used the nim vital console and pi send by customer t ogether during the test and we could not reproduce the customer complaint. The pi has software version v1.6.4 07/05/2024 ((B)(6)) installed. The batteries are more than 2 years old and need preventive replacement. H6: previous code b17, b21, d16, c21, c20 are no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.